Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received that the c arm could not move. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.